Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and an elevated blood glucose (bg) level ranging from 500 to 600 mg/dl. Reportedly, the cause was the pump was not delivering insulin. The customer required assistance from the contact to administer manual injections. Subsequently, the customer was admitted to the hospital where intravenous insulin and protein was administered to address the elevated bg. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved, however with an acute kidney injury per the customer.